Manufacturer narrative:
The customer rejected the repair estimate and the device was returned unrepaired to the customer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the sensor board was observed in the ventilator's downloaded error log.